Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was 430 mg/dl. Tandem technical support confirmed replacement of the pump and provided instructions for returning the problematic device.